Event description:
Patient was revised due to pain.

Event description:
Patient was revised due to pain. Update: litigation alleged the patient suffered severe pain, discomfort, decreased mobility, inability to sleep and elevated metal ions levels in his blood due to the implanted asr hip.

Manufacturer narrative:
The correct doi and dor were provided previously, but emdrs were not updated because we were unable to confirm the correct dates. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.